Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer in performing the reset. The issue did not recur after the pump was reset, and the customer was advised to continue using the pump and contact support if the problem reappeared.